Event description:
On an unknown date, this patient was implanted with a talent stent graft to treat an abdominal aortic aneurysm. The implanting physician is unknown. On an unknown date, this patient presented to dr. Stegall with a new aneurysm in the common iliac artery. The physician implanted an gore excluder iliac branch endoprosthesis in the common iliac artery, a bridge device, and a gore viabahn vbx device into the internal iliac artery. On (B)(6) 2019, this patient presented for follow up, where angiography appeared to show an endoleak, with retrograde contrast flowing around the vbx device into the aneurysm sac in the common iliac artery, although the physician was not sure of the source of the endoleak. The physician wanted to extend the vbx device to gain better wall apposition, but he was unable to cannulate the vbx device. He commented that it appeared the bridge device may be interfering with the lumen of the vbx device, although he could not be certain. The physician decided to conclude the procedure with no devices implanted and will monitor the patient.